Event description:
During the fill tubing step of the load process, the customer did not disconnect from the tubing and inadvertently delivered insulin to themselves. The customer could not recall if their blood glucose levels were impacted or not.

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.